Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) the patient underwent surgical intervention to replace her ipg and during the procedure the lead and extension showed invalid impedances. The physician continued the procedure and no intervention was done with the lead or extension. Postoperatively, programming was performed and all contacts showed high impedances and as a result an extension revision was planned. On (B)(6) 2015 during the extension revision procedure, it was determined the extension was intact and the lead showed only two invalid impedances. The extension was repositioned in the ipg header (port 1-8) and all contacts were invalid. The extension was repositioned in port 9-16 and all impedances were normal with the exception of two invalid impedances. The ipg was then reimplanted using port 9-16. It is unknown if the reported impedance issue has impacted the patient's therapy.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient is receiving adequate stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the issue of invalid impedance has been resolved with the ipg replacement. The lead was placed in the other port of the ipg header ( from port 1-8 to port 9-16). The patient is receiving effective therapy.